Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient experienced peritonitis on (B)(6)2013. On an unreported date, a peritoneal effluent culture was performed and the results were position for staphyloccoccus. The patient was not hospitalized for this event. The cause of the peritonitis was a rupture in the patient's pd catheter. The pd catheter was not removed. The patient was treated with ancef 1000 mg, ip, for 21 days. The patient recovered from this peritonitis event. Patient injury reported: yes. Medical intervention required: yes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).